Event description:
One heartstring seal was returned unraveled by the hospital. This is a reportable malfunction. It was reported that a replacement seal was used to complete the procedure. No patient injury or complications were reported.